Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical low voltage advisory/power cable disconnect alarm was confirmed via the provided log file. The log file captured a few intermittent low voltage advisory and power cable disconnect alarms throughout the data recorded on (B)(6) 2025. These alarms appeared to have been caused by the voltage within the white power cable briefly fluctuating below the alarm thresholds, and the alarms resolved within a few seconds. The controller was observed to have been exchanged at the end of the data, consistent with the reported event, and no other notable were observed. The pump operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed voltage changes within the log file, causing low voltage advisory/power cable disconnect alarms to occur which was then followed by the patient exchanging their controller, was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to connect their power cable to a working power source in the event of a low voltage/power cable disconnect alarm. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect and low voltage alarms. Users are instructed to connect their disconnected / faulty power cable to a working power source in the event of a power cable disconnect/low voltage advisory alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2025 for a routine follow-up appointment and stated that they changed out the system controller the day before, on (B)(6) 2025, due to a low voltage alarm. The patient stated that the batteries were at 80% at the time with good connections to the power source. Interrogation showed low voltage on (B)(6) 2025 at 10:51 and (B)(6) 2025 at 21:55. The patient admitted to letting batteries run down and also to falling asleep on battery power. Left ventricular assist device (lvad) interrogation showed the following parameters: flow 5.4 liters/minute, speed 5400/5200 rotations per minute, pulsatility index (pi) 2.6, and power 4.1 watts. Log files from the exchanged system controller captured several low voltage advisory events and a couple of low voltage hazard events, that had all occurred-on battery power.